Event description:
Information was received from a consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient had run out of morphine in the pump and it was horrible. The patient noted she got too close to the pump going empty and that caused her to have symptoms. It was noted the issue was resolved by having her pump filled. The situation was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.